Event description:
It was reported that during patient use, the ventilator became inoperable with the safety valve open. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the product technical support representative replaced the power cord and breath delivery (bd) printed circuit board (pcb). The unit passes full performance verification, tests and calibrations per manufacturer specifications.